Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. D4: batch # t5el7r. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. Attempts to fire the device have been unsuccessful. In the process of investigating, the device was disassembled, and flex circuit removed. While the flex circuit itself was found to be conforming, the root cause of failure of this device could not be determined because of disassembly. No conclusion could be reached as what may have caused the failure of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: used one stapler, said it cut but did not completely stapler. Second one was opened, seemed to staple but not cut at all. The following information was requested, but unavailable: was there any patient consequence as a result of the procedure being prolonged by three hours? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the device fired but had misformed staples with a leak. They resected the bowel again and used a second device, but it wouldn't fire. They resected again and used a third device to complete the case with no patient consequences. The case was delayed by three hours.